Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that "customer states that this sensor intermittently works when moved". No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned cable was evaluated. During evaluation the a damaged locking spring at the mini-d connector was observed. The cable also failed continuity tests using the cirris tester. The damaged locking spring at the mini-d connector prevents the cable from securely locked onto the device and as a result the cable has an intermittent open connection between the device and cable connectors. The cable functioned intermittently when the intermittent connection was held in normal operation. When the intermittent connection was held in normal operation and then manipulated to "open" (non-functional) condition the instrument went into alarm condition (audibly and visually alarmed), readings zeroed out, and a ¿no sen¿ error message was displayed., corrected data: